Event description:
This lead was capped and replaced due to total loss of capture. There were no adverse patient effects reported. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.